Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: the report of low flow alarms was confirmed via the submitted log files. The report of outflow graft obstruction could not be confirmed, as no test results or images were submitted for evaluation. A direct correlation between these events and the heartmate 3 left ventricular assist system serial number (B)(6) could not be conclusively established through this investigation. It was reported the patient received an outflow graft (ofg) stent for outflow graft occlusion, but was continuing to experience low flow alarms. An echo was performed and it was determined that the patient¿s left ventricle was over decompressed and the patient was having suction events. They would get lightheaded with the episodes, but otherwise no other symptoms. Lvad speed was decreased to 5100 rpms and the patient''s hematocrit was adjusted for a drop of 5 points (38 to 33). Flow through the lvad pump looked good. Multiple requests for additional information have been sent to the account; however, no response has been received. The submitted system controller event log file captured 10 transient low flow alarms where the calculated flow decreased below the 2.5 liter per minute threshold for 10 seconds or more. Multiple low flow faults that were not sustained long enough to trigger an alarm were also recorded. The pump speed was stable for the duration of the log file. The system appeared to function as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU contains information regarding the preparation of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This IFU also outlines the steps required to attach the outflow graft clip as well as describes that low flow alarms occur when the estimated flow drops below 2.5 lpm. Additionally, this IFU explains all alarms, including low flow, and provides instruction for patient care following an alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient recently received a stent to an outflow graft for occlusion in (B)(6) 2020, and patient is still having frequent low flow alarms. An echo (echocardiogram) was obtained and computed tomography angiography (cta) was performed. Log file analysis captured low flow events on (B)(6). There were no other unusual events recorded in the log file event history. Power decreasing to 4 watts with flow also decreasing to 2.1 liters per minute. Additional information stated that after echo, it was determined that patient's left ventricle was over decompressed and patient was having suction events. Patient had lightheaded episodes, otherwise no other symptoms. The lvad speed was decreased to 5100 and the hematocrit was adjusted for a drop of 5 points (38 to 33). The flow through the lvad pump looked good. Cta results requested and to date have not been received.